Event description:
It was reported a patient underwent a an unknown procedure on an unknown date and topical skin adhesive was used. Skin reaction occurred due to adhesive. Va preliminary interview was conducted prior to application, and the patient responded that there was no allergic reaction to any products related to the company's guidelines, such as cyanoacrylate series and skin adhesives. Accordingly, adhesive was applied upon discharge and the skin reaction gradually spread to the entire skin over the course of two weeks. The bond was completely removed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? --> no, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions?--> taking antihistamines, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> skin reaction occurred due to dermabond. A preliminary interview was conducted prior to application, and the patient responded that there was no allergic reaction to any products related to the company's guidelines, such as cyanoacrylate series and skin a, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes, if yes, describe --> skin reaction occurred due to dermabond. A preliminary interview was conducted prior to application, and the patient responded that there was no allergic reaction to any products related to the company's guidelines, such as cyanoacrylate series and skin adhesives. Accordingly, dermabond was applied upon discharge and the skin reaction gradually spread to the entire skin over the course of two weeks. The bond was completely removed., is the patient part of a clinical study --> no, additional information provided: no photos female patients in their 40s who underwent surgery at the ts department, and the skin reactions exhibited extensive and similar characteristics, including erythema, fluid discharge, skin hardness, discoloration, and rashes, as shown in the attached photos below. One week post-surgery : the patient contacted the hospital, reporting that it seems there is pus at the surgical wound site. This is the initial observation of a rash and skin hardness. Two weeks post-surgery. : the rash has spread overall, and even after removing all the adhesive, the patient feels as though a transparent film is covering the wound. The patient has consulted with a dermatologist and has been taking antibiotics; however, there has been no improvement in their condition. Currently, it appears that these serious adverse events occurred even in patients without a history of allergies to similar products (e.g., skin adhesive) or components (e.g., cyanoacrylate). For your information, the wound closures involved the sa for some cases and the fellow for others. The subq layer was closed using stratafix spiral sxmp1b427 and sxmp1b434. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What date /day post op was the reaction noted? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. Concomitant products added. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.